Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that overfilling occurred with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, event (6 of 9). I was notified by my staff today that blue top tubes are overfilling, specifically lot # 9036652. During our morning run we had 7 tubes overfill between cpts and rns. Once we noticed this we pulled all tubes of this lot number and starting using a different one. I was wondering if your organization has been notified of this situation. Rcvd an email from the customer stating the following: I will be sending out the 20 unused samples today with the prepaid labels you provided. As per your question, "was the course of treatment changed for any of the incidents?" The answer is yes, the moment the cls found out it was overfilled, we immediately put in a re-draw to obtain new specimen which in result, causes the patient an unnecessary second needle-stick."